Manufacturer narrative:
Visual, dimensional, material, and functional analysis could not be performed as the device was not returned because it remains implanted in the patient. A review of the device and complaint history records could not be performed as a valid lot code was not provided and could not be obtained. From the oasys stg: once all of the blockers have been inserted, the insertion tube or the persuader, in combination with the torque wrench or audible torque wrench, should be used for final tightening. The blocker is completely tightened when the two arrows on the shaft of the torque wrench are aligned, which corresponds to 3nm. The blocker is completely tightened to 3nm when the audible torque wrench clicks once. Note: the audible torque wrench must be disposed ofafter use in surgery. It cannot be sterilized.note:it is important to tighten the blocker to the recommended torque to ensure future integrity of the construct. Tightening under or over the torque limit is inadvisable and should be avoided. Appropriate counter-torque must be applied with the insertion tube or persuader. The construct design ending at t1, with c7 being skipped, can cause a moment arm at the point of the junction. This may cause additional loading on the bottom most screws. As the bottom most screw was a medial biased screw with directional range of angulation, this additional loading most likely caused the screw to max out its angulation as seen by the deformation on the bottom of the tulip in one direction. This additional loading most likely contributed to the rod slipping on the other side as well. Additionally, other factors such as patient activity level, patient weight and blocker under tightening may have also contributed to the loads put onto the bottom most screws.

Event description:
It was reported that an oasys blocker loosened intra-operatively. The patient has already had a revision surgery for this same device failure. Patient will require revision surgery.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that an oasys blocker loosened intra-operatively. The patient has already had a revision surgery for this same device failure. Patient will require revision surgery.